Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that a sensor expiration alert occurred prematurely. There was no reported adverse impact. The sensor was replaced to resolve the issue.